Manufacturer narrative:
Evaluation of the returned unit confirmed the reported issue. As found the unit was set to maximum inhalation and maximum exhalation times. These settings did not allow the unit to start cycling as expected. When the unit was set to the minimum cycle times, the unit starts cycling and functions normally. The failure was attributed to a faulty multi-flow relay. Ventilators are multi-use, serviceable items. As such, it is anticipated that the units may occasionally require repair, and as part of standard care the ventilator should be inspected prior to use. If damage or functional issues are noted during these routine ventilator inspections, the unit should not be put into use with a patient and should be reported to sechrist for servicing. The instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. (B)(4).

Event description:
Customer reported that when they went to set up the vent they found that it was not cycling. The date the issues was discovered is unknown and no patient incident or injury was reported.